Event description:
It was reported that pump declared alarm 20 during pumping. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Customer was unable to successfully load a cartridge and resume insulin therapy despite following proper load technique, leading cts to decide on replacing the pump. Customer was advised to use mdi as backup therapy to ensure continued insulin delivery. Instructions on putting the pump into storage mode and returning it with a pre-paid label were provided, and customer confirmed understanding.